Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified cephalic vein. A 4.0mmx40mm, 40cm mustang¿ balloon catheter was advance for dilation. The balloon was inflated; however, it ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material. The tear stretched from the distal transition zone of the balloon for a total length of 42 mm proximally. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified cephalic vein. A 4.0mmx40mm, 40cm mustang balloon catheter was advance for dilation. The balloon was inflated however, it ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.